Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was to be used in the lungs during an intranodal biopsy procedure performed on (B)(6) 2022. During preparation, when they went to open the device, the package was found damaged. There was a puncture on the package and the sterility of the product was compromised. The procedure was completed with another coredx biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.